Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation the device history record for the reported lot number, m5089t402, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Please see list below of eleven reports from the same source for different patients. Refer to MDR # 8030647-2015-00033 for the first report. Refer to MDR # 8030647-2015-00038 for the second report. Refer to MDR # 8030647-2015-00039 for the third report. Refer to MDR # 8030647-2015-00040 for the fourth report. Refer to MDR # 8030647-2015-00041 for the fifth report. Refer to MDR # 8030647-2015-00042 for the sixth report. Refer to MDR # 8030647-2015-00043 for the seventh report. Refer to MDR # 8030647-2015-00044 for the eighth report. Refer to MDR # 8030647-2015-00045 for the ninth report. Refer to MDR # 8030647-2015-00034 for the tenth report. Refer to MDR # 8030647-2015-00035 for the eleventh report. It was initially reported that numerous catheters failed to seal off in the off/locked position causing loss of tidal volume for mechanically ventilated patients in the nicu and possibly other critical care units. Multiple types and sizes (y adapters 8 fr and elbow 8 fr., 10 fr. Have leaked tidal volume.) In the off/locked position tidal volume is lost through the catheter even when the catheter is not yet connected to suction. The volume loss is clearly evident as the gas flows through the catheter and bubbles in the container of water. No patient injury has occurred. Additional information received on 06/05/2015 stated that there were eleven total catheters that failed as reported. With each product incident, there was an alarm with decrease in tidal volume while in use, the catheter was swapped out to a new catheter from a different lot without any further issues nor patient harm. No additional information was provided.

Manufacturer narrative:
(B)(4). The product involved in the report has been not been returned for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).